Event description:
Customer's mother reported that the buttons on the insulin pump did not respond properly and that it took many presses to get a response. She did not know the blood glucose reading. She did not recall any significant events leading to the keypad issues and stated just that she had been sweaty. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.